Event description:
Initial submission was performed on 25-jan-2019, however, method, result and conclusion code were updated as per the latest information. Unomedical reference number (B)(4). Event occurred in israel. It was reported that the quick set tube disconnected from the cannula. The issue occurred after using it for a couple of days. The product looked intact while inserting the quick-set. The patient stated that this was not the first time that it happened. No further information available.

Event description:
(B)(4). Event occurred in (B)(6). It was reported that the quick set tube disconnected from the cannula. The issue occurred after using it for a couple of days. The product looked intact while inserting the quick-set. The patient stated that this was not the first time that it happened. No further information available.